Event description:
It was reported that the hub of the 2.5x48 mm xience pro stent delivery system (sds) was kinked. There was no device use or patient involvement. There was no clinically significant delay in the procedure. A new same device was used to complete the procedure. Returned device analysis identified that the hypotube was separated into two pieces. The account stated the separation occurred at the beginning of the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft kink and separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.